Event description:
It was reported correct PICC placement on the left arm, upper arm on (B)(6) 2022, on 09.08 reports of difficulty with the injection and missing backflow. X-rays showed the catheter tip in the vena cava slightly knocked over a short distance. During injection of contrast media it was possible to document a dislocation of the catheter in the vena iugularis sinistra. After new injection with sodium clorid, the catheter is to be returned to its original position deep in the vena cava superior.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2643 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported correct PICC placement on the left arm, upper arm on (B)(6) 2022, on (B)(6) reports of difficulty with the injection and missing backflow. X-rays showed the catheter tip in the vena cava slightly knocked over a short distance. During injection of contrast media it was possible to document a dislocation of the catheter in the vena jugularis sinistra. After new injection with sodium chloride, the catheter is to be returned to its original position deep in the vena cava superior.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-03355 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-03361.